Manufacturer narrative:
Updated- b1, b2, b5, health effect - clinical codes, and health effect - impact code

Event description:
It was reported that a malfunction occurred on the customer's pump. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was 808 mg/dl. Customer was transported to the hospital due to being not ¿completely conscious¿ and was admitted to the hospital. Customer was treated with intravenous fluids of saline, potassium, calcium, and insulin. Customer was released on (B)(6) 2026.

Event description:
It was reported that a malfunction occurred on the customer's pump. Customer¿s blood glucose (bg) level was 808 mg/dl. Customer was not completely conscious when admitted to the hospital on (B)(6). Customer was treated with intravenous fluids of saline and potassium and released on (B)(6). There was no injury or life-threatening condition confirmed by healthcare professionals. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.